Event description:
It was reported the device leaked during priming before use. Reportedly, there were no pt complications or injuries.

Manufacturer narrative:
The device was not returned for evaluation.